Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited increasing and high thresholds, high impedance and contained a possible fracture. The lead was reprogrammed and a revision was performed. The lead was explanted and replaced with a new lv lead. The replacement lead was not possible to position in the coronary sinus. Due to an unavailable connector plug the lead was connected to the device, capped and a lead end cap was attached. The lv lead function is turned off. The patient is scheduled to receive a newdevice and lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Beginning 2015-09-06 max lv capture thresholds rise to 3.25 volts and then on 2015-09-20 they rise to 6 v from a baseline of 1.5-1.875 v. Beginning 2015-09-06 max lv pacing impedance rises to 950 ohms from a baseline of 722-817 ohms and then continues to rise up to 1653 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.